Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to charge using the usb cable and wall adapter, which led to a pump shutdown. Reportedly, the customer experienced a bg level of over 500 mg/dl with ketones. The customer was subsequently hospitalized on (B)(6) 2018 due to the elevated bg and was reportedly treated with "bloodwork" while at the hospital. Reportedly, the customer was able to charge the pump successfully using an alternate usb cable and wall adapter. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the hospitalization, however the customer did not respond.